Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: dead battery. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Customer phone is not working.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse (sharon) is calling on behalf of the customer. The customer is concerned with symptoms. The customer's expected fasting blood glucose test result range is 175-210mg/dl. The customer reports symptoms of feeling thirsty, weak and experiencing frequent urination. Medical attention is reported to the nurse as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. The customers meter will not turn on. A nurse (sharon) called for the customer, but did not have the necessary information. I was given the customers phone number and I called him to get the details of his concerns. The customer states he dropped his meter and it will not turn on when he presses the dot button. The customer stated he changed the battery and the meter will still not come on. The customer does not have any test strips left. He states he is insulin dependent and the last time he checked his sugar was "a few days ago." The customer is living in transitional housing and the people that run the house are aware of his situation. I advised the customer to seek immediate medical care. The customer stated he will "if it gets too bad." The customer states he has spoken to the nurse and they are aware he has symptoms of his diabetes. He states he feels very thirsty, urinates often and feels weak. The customer states he is having difficulty with his new doctor and he has runout of insulin. He states his nurse is aware. I again advised the customer to seek medical attention.